Event description:
Patient was treated in 05. Immediately post treatment the doctor noticed a dozen burns on the patients face. The largest burn was approximately 7mm across the upper lip. Over 50% of the burns have resolved.